Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis.0 literature citation: goodwin, ryan c. M.d. And et al. "Intramedullary flexible nail fixation of unstable pediatric tibial diaphyseal fractures": j pediatr orthop volume 25, number 5, september/october 2005. United states article. This report is for unknown nail, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, goodwin, ryan c. M.d. And et al. "Intramedullary flexible nail fixation of unstable pediatric tibial diaphyseal fractures": j pediatr orthop volume 25, number 5, september/october 2005. United states article. A retrospective review of 19 pediatric patients was performed, for flexible intramedullary nail fixation in children with unstable tibial shaft fractures. Outcome measures including union rates, residual deformity,and complications were recorded. No device malfunctions occurred during the study, however, the following adverse events and serious injury were documented: pain, delayed union, malunion, loss of reduction, deep infection requiring irrigation and débridement, neurologic damage after nailing, refracture after planned hardware removal, knee motion loss, physeal arrest, revision surgery. This report is for an unknown titanium elastic nail (ten).